Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, "breast implant with some folds," and "periprosthetic liquid." The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma-late.

Event description:
Healthcare professional reported the device has been explanted.